Manufacturer narrative:
The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The black box revealed that the cartridge had 10 units of insulin remaining in the cartridge when the patient completed a rewind and load step which resulted in the pump emitting the alarm "cartridge not detected." About 20 minutes later, the patient performed another rewind, load, prime and fill cannula without incident. The black box showed that 179 units remained in the cartridge at that time. A review of the pump history confirmed that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The patient reported that she was performing a routine cartridge change, she forgot to disconnect from the infusion set, and subsequently all of the insulin in the cartridge was dispensed into her body during the load cartridge phase. She stated that she was with her family at the time of the event, was taken to the hospital via ambulance, and was treated in the emergency room with intravenous glucose for six hours. The patient noted that her blood glucose reading was 28mg/dl when the ambulance arrived for transport to the hospital; she did not provide any other blood glucose values for the duration of the event. The patient was discharged from the emergency room on (B)(6) 2011. The patient reported that on (B)(6) 2011, she attempted to load a new cartridge and again all of the insulin in the cartridge was dispensed during the load cartridge step. The patient confirmed that she was disconnected during the load cartridge phase this time.